Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient has experienced hyperglycemia since (B)(6) 2013, and she believes the insulin delivery of the infusion device is inaccurate. The infusion device displayed several e7 electronic errors after the battery was changed. She provided two blood glucose readings: 465 mg/dl on (B)(6) 2013 and 300 mg/dl on (B)(6) 2013. She did not require treatment from a healthcare provider or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.